Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of an access extension set would not connect to an unknown device. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A labeling review was completed and a CAPA was opened to review the adequacy of the labeling in regards to the connection issue. Should additional relevant information become available, a supplemental report will be submitted.